Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 14 false positive blood culture results were obtained. Multiple attempts have been made to obtain additional information, the customer has not responded.

Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that observed multiple false positives blood culture results for patients¿ sample while using the instrument. A bd field service engineer (fse) was dispatched and reviewed log files for the application team, uploaded to the requested instrument location. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. See h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 14 false positive blood culture results were obtained. Multiple attempts have been made to obtain additional information, the customer has not responded.